Event description:
Caire inc. Was notified by the pt of an alleged incident on (B)(6) 2012. The incident described by the pt occurred on (B)(6) 2012, at the pt's home in (B)(6). The pt has four new liberator low loss reservoirs and two new companion 1000t portables. The pt is very adamant about her dislike of using the lox equipment. The pt also describes having to "jiggle" the equipment on a scale to get a reading of how much lox is in the unit, and that it causes a severe problem because this technique cannot be trusted. The pt allegedly claims on (B)(6) 2012, the unit stopped providing oxygen and the pt had to be hospitalized. The pt reported to not ever informing her provider of the problem with checking the amount of lox in the equipment. The company contacted the pt's provider. The provider is in-process of replacing the two portable units and having them returned to the company for further inspection and eval.